Event description:
Pt readmitted to hospital in 2008 for removal of infected acellular dermal matrix from right breast that was implanted in 2008. Pt underwent bilateral mammary reduction with alloderm sling and was discharged with a prescription of clinidamycin. The pt was observed overnight for pain management. Pt readmitted for the following procedure 4 days later: right breast incision and drainage, removal of infected acellular dermal matrix and reduction mammoplasty revision. Removed were two pieces of 16 x 4 cm, 2 mm thickness. Acellular dermal matrix with foul odor. Pt temperature upon readmission was at its highest 99.9 and otherwise the pt remained afebrile. Main complaints of right breast pain and swelling, but no fever, and no chills. Alloderm tissue is soaked in antibiotic solution during manufacture, but is soaked on the sterile field in saline before implantation.